Event description:
On (B)(6) 2009, the pt reported the piston rod of his insulin infusion device will not return all the way until he has gone through the 'change cartridge' procedure 2-3 times. He stated he is using a lithium battery and was advised not to. He inserted an alkaline battery and went through the 'change cartridge' procedure. He said the piston rod retracted but stopped "too high." He went through the procedure again and said the piston rod retracted further. He stated the piston rod does not make a noise or run rough. No blood glucose concerns related to the issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.